Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 183mg/dl. The customer states they had received the alarm multiple times within the last couple months, but never called in. The customer states the alarm was resolved by complete set change. The customer states their sensor cannula was noted to be bent. The customer states they could not finish troubleshoot at the time of call and would call back at a later time.